Event description:
Medtronic received limited information that this oxygenator needed to be changed out immediately after bypass was initiated due to no flow out of the outlet port. The change out took approximately 12 minutes. It was reported that a heparinized priming solution had been used to prime the circuit per protocol. The accelerated clotting time was reportedly acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: limited information is available concerning this event. The physician indicated that the product will not be returned for analysis. Without returned product, and without being provided with product specific information, no conclusions can be drawn at this time regarding the performance of the product. Conclusion: no definitive conclusions can be drawn at this time. Device changed out with no reported adverse effect to the patient.